Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that, approximately one month post implant, they developed an infection. They reported that the implantable pulse generator (ipg) was explanted and stated that, "it's been an ordeal." No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that, approximately one month post implant, they developed an infection. They reported that the implantable pulse generator (ipg) was explanted and stated that, "it's been an ordeal." No further patient complications have been reported as a result of this event.